Event description:
It was reported that the ventilator shut off and turned back on by itself while it was on a pt. No pt harm reported. It is unk if the ventilator had an audible alarm when the reported problem occurred.

Manufacturer narrative:
Na.

Manufacturer narrative:
It was identified by the field service technician that the event date was (B)(6) 2013.